Manufacturer narrative:
The investigation was unable to determine a direct root cause. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit for one patient. The initial result was 208 ng/l, and the repeat result was 26 ng/l. The repeat result on another e 801 was 18 ng/l. The result of 18 ng/l was deemed to be correct. The physician requested that the sample be repeated after samples from a 2-hour check had lower results. There was no harm to the patient.